Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va28b5z, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 08-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare professional (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient fell in the shower and landed on the device and lost efficacy. Prior to the fall, the efficacy was excellent. After the fall the patient's urinary retention symptoms returned. They were cathing 7 times per day. On the day of the replacement procedure, under flouro it was observed that the lead had migrated 1 to 1.5 inches deeper than the original placement. The patient's hcp removed the lead and placed a new one during the same surgery. The issue was resolved at the time of the report.